Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) cracked while passing through the sheath, and the sealant first met the blood and reacted. The sealant was exposed along the catheter shaft before deployment was initiated and was not contained in the cracked sealant sleeves. The operator felt a strong sense of resistance, so the device was removed and manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The device was stored, prepped and used in accordance with IFU instructions. The vcd was used in a transarterial chemo embolization using a retrograde approach. The vcd was used with a 5f non-cordis catheter sheath introducer. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx device and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was little vessel tortuosity. The sealant sleeves were not out of position prior to the procedure. There were no damages noted to the sealant sleeves. The device was removed from the package per the IFU. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. Excess force was applied during insertion. The device is available and returning for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly:h6 codes in section h left out of previous report in error. Codes added.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 . As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) cracked while passing through the sheath, and the sealant first met the blood and reacted. The sealant was exposed along the catheter shaft before deployment was initiated and was not contained in the cracked sealant sleeves. The operator felt a strong sense of resistance, so the device was removed and manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The device was stored, prepped and used in accordance with IFU instructions. The vcd was used in a transarterial chemo embolization using a retrograde approach. The vcd was used with a 5f non-cordis catheter sheath introducer. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx device and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was little vessel tortuosity. The sealant sleeves were not out of position prior to the procedure. There were no damages noted to the sealant sleeves. The device was removed from the package per the IFU. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. Excess force was applied during insertion. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The syringe was returned separately with the device. The sealant remained in manufacturing position exposed to blood, swollen and not exposed along the catheter. The sealant sleeve assembly was observed severely kinked/bent. The involved procedure sheath was not returned; therefore, the compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon was verified and noted to be within specification. The slit length was verified and noted to be within specification. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the severely kinked/bent sealant sleeve assembly. The involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. A simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), and button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed the sealant remained in manufacturing position exposed to blood, swollen and the sealant sleeve assembly was observed severely kinked/bent. A product history record (phr) review of lot f2222001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature/in patient¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The reported ¿sealant sleeves cracked-in patient ¿ was not confirmed during analysis of the returned device. However, visual inspection of the returned device revealed that the sealant outer sleeve assembly was kinked/bent, which may have contributed to the reported incident. Since insertion/withdrawal test could not be performed on the returned device due to the kinked/bent sealant sleeve assembly as received, the reported ¿mynx control system impeded¿ was confirmed. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.